Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin during an international flight. During the flight the patient received a blood glucose result of 67 mg/dl at 5:00 am, the patient experienced spasms, hallucinations, and became unresponsive. The father re-tested the patient's blood glucose and received a result of 47 mg/dl. The father and the flight attendant treated the patient for low blood glucose. They type of treatment given was not provided. On (B)(6) 2019 the father noticed the infusion device was displaying an error message and the patient's blood glucose was 534 mg/dl. Since he was on an international trip, the father removed the patient from the infusion device and went back to treating the patient with multiple dose therapy injections. The patient was not hospitalized.